Event description:
Caller states that she obtained results of 357mg/dl and 134mg/dl on the same device within 10 minutes. The strips. No adverse event reported an no treatment received. No quality controls were used on either vial of strips. Requested return of suspect device and replacement was sent.